Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found two similar reports with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they were unable to insert the component into the artery when using the angioseal device. The following information was provided by the user facility: after the locator was changed with the component, the component was inserted into the skin and advanced in the tissue without problem, but strong resistance was felt before the component was entered into the artery; eventually, the component was not inserted into the artery; the device was removed successfully; manual compression was applied to achieve hemostasis; the puncture site was proximal to the inguinal ligament of the right common femoral artery; the physician had not completed the training process on the device prior to this case; the size of the sheath ancillary used was 6 fr; blood loss was reported to be less than 250 cc; and there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date to section and to update. Was inadvertently marked no on the initial report, this has been corrected and marked yes.

Manufacturer narrative:
This report is being submitted as follow up no.2 to provide the returned device evaluation results. One 8f angioseal sts plus was returned for evaluation. One carrier tube assembly was returned which was never mated with a hemostasis sheath. The deployment sleeve was in the rear lock position. Larger ridge was noted which prohibits smooth transition at arteriotomy locator. No anomalies were noted on the monofold at the hemostasis sheath tip. For functional testing, the device was inserted into the model, higher than normal resistance was experienced. Arteriotomy locator outer diameter was found to be 0.0906". Sheath outer diameter was found to be 0.1147" dimensions were conformed to meet specifications. The exact root cause cannot be determined with the available information but the overall device condition is consistent with full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath leading to non deployment or resistance encountered during carrier tube advancement through the hemostasis sheath resulting in the anchor not exiting the sheath distal tip. The complaint is confirmed for failure mode of insertion difficulty. Functional testing of the device was inserted into the model, higher than normal resistance was experienced. Larger manufacture ridge was noted which prohibits smooth transition at arteriotomy locator in the returned device. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.